Event description:
20 information was received from a patient (pt) regarding an external device. Patient reported that usually it would take 30-45 minutes to charge ins up from 50 percent, but now when they go to charge ins its down to 30 percent and then it takes an hour to 2 hours. Pt says this started a month or two months ago. Pt says that the port of controller looks darkened out and "kind of silvery". Additional information was received from a patient (pt). It was reported that it normally it took the pt an hour to an hour and fifteen minutes to charge their implantable neurostimulator (ins) every day. Now starting maybe two weeks ago, the pt's ins battery would go down to 40% which was normal but it would take them almost 2 hours to get to 80% battery for the pt would not even get the battery to 100%. During the call, the pt verified no damage to the rtm or to the controller charging port. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they kept calling since they had problems with the scs device. The pt said they were kept on being sent a paddle but that was not helping. Now the ins battery would drains overnight all the way down and say battery empty cannot provide stimulation recharge the ins because the pt could not charge their ins past 40 or 50%. The pt would charge the ins every day and yesterday they charged for 2.5 hours and could only get it to 40 or 50% battery. Sometimes when recharging the ins the pt's controller, the screen would go black and they would have to reset the controller. The pt was advised to call their healthcare provider (hcp) if issues persisted with new controller. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they were sent a replacement controller, however they couldn't get the controller set up as when they connected the recharger to the controller, the controller would just go black. The controller was currently powered on and on the setup screens, so patient services (pss) had the pt select "implant" and then the controller displayed connect the recharger. Pss had the pt connect the recharger to the controller and pt said that the controller went black. Pt confirmed that the controller powered on when the controller was connected to the power supply. Pss reviewed recharger replacement with the pt. Pt noted that the recharger was just replaced. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they got replacements but still couldn't charge. Patient services (pss) asked, pt confirmed there was no li battery in the controller and they had not taken the li battery out of old controller before sending back to repair. Pt said they had aa batteries in there right now, but when they plugged in the recharger (rtm), the screen told them to install mdt battery pack. Pss reviewed aa battery vs li battery usage with pt and emailed repair for li battery request. Pt mentioned they were having a difficult time without their ins. A replacement battery pack was sent out. Additional information was received from a patient (pt). Pt called back stating they are still having equipment issues; particularly with charging the implant. Caller stated that the battery door does not fit and they already sent back the green "dummy" controller and didn't know to swap the doors. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller stated they noticed that one of the pins is bent up while the other 3 are flat. Caller inserted the battery pack and confirmed flashing green light above screen; confirmed no device found (16). Caller then connected recharger and confirmed charging excellent; controller is 70 percent and implant is 70 percent. Agent sent email to repair to replace the controller. Additional information was receive from a patient (pt). It was reported that they got the replacement equipment, but was still having trouble charging the ins. Pt took 3 hours to charge from 0-40% on monday and 2.5 hours to charge from 40-80% yesterday. When asked, pt said they kept the screen on usually because if the controller screen went dark, sometimes the implant would not charge and say something about find your device. Patient services (pss) reviewed as the charging issues had continued even after getting multiple replacements, to follow up with their healthcare provider (hcp)/rep in person to check on charging further. Pss provided nas number for doctor's office to call if pt wasn't able to contact a rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the pt has not met with their doctor, instead they have only met with their mdt agent. They are still in the process of getting the issue resolved. The issue has not been resolved. They were told to go home and try something new. No one can seem to find the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that their equipment replaced recently but they continue to have long implantable neurostimulator (ins) recharge durations. The pt stated it takes about 4 hours to charge the ins when empty, 2.5 hours if the ins is 50%. The pt stated last night it took 2 hours to charge from 40% to 80%. The pt mentioned that her ins flips up on one side in the pocket. Pt stated she mentioned this to her healthcare provider (hcp) and he redirected to a surgeon. Patient services (pss) suggested pt have the ins checked in office with a manufacturer representative (rep) to determine if this could be causing her recharging issues. Pss is going to send an fyi message to the field about pt call.